Event description:
Nevro device to spinal cord started shocking pt and was very painful. Pt is still having spasms even thou device has been turned off. (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).